Event description:
It was reported that far-field r-wave sensing and intrinsic p-wave were observed. A strip showed inappropriate mode switching. The device was reprogrammed and the patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.